Event description:
It was reported the patient experienced numbness and a loss of motor function in both legs. The patient's entire scs system was removed. During the explant procedure the physician noted a hematoma at the lead site (exact location not noted). The physician stated the patient had started the use of plavix (clopidrogel) right after surgery, against the physician's instructions. The patient had regained some movement of the left leg 24 hours post explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.